Event description:
Customer reported that the nurse saw a secondary infusion of flagyl flow into the primary; saw bubbling in the primary bag and the primary bag became more full. Primary summary: one used primed set model 2420-0500 lot unk was rec'd attached to a completely full 200 ml 0.9% sodium chloride solution bag. Secondary set model 72213n was also rec'd with an empty 100 ml metronidazole solution bag. Visually inspected check valve under the microscope, silicone membrane was centered. Primary set was tested for backflow from a secondary bag into the primary bag. Backflow was noted immediately into the primary bag. The back check valve has been returned to the supplier. A follow up report to the FDA will be filed if add'l info is provided by the supplier.

Manufacturer narrative:
MFR's report date: 06/04/2008. Pt info requested and all available info is included. This report was filed by the MFR.